Event description:
At 0144 in the morning, a lithium-ion battery used to power a hospital workstation on wheels caught fire while in its wall mounted charging station. A hospital staff member heard hissing and popping, followed by smoke then fire; 911 was called and the hospital's intensive care pts had to be evacuated. Five hospital staff members reported inhaling smoke, but no injuries otherwise resulted. Clean-up on the unit took a week to complete. This is the second time this year a battery from the same company has resulted in a fire within our hospital system. While the battery is not a medical device per se, the malfunction affected pt care. An ecri alert was released related to the matter.